Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal of separated guide wire from patient. Device issue: guide wire separation. It was reported that after advancing the guide wire without any resistance, the guide wire suddenly broke approximately 40 cm from the tip. The broken piece was successfully retrieved from the patient, as it was in the early stage of the procedure, and the guide wire had not been advanced to the heart yet. No additional event or patient information is available.

Manufacturer narrative:
No definitive root cause be determined for the guide wire separation. Quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils and core. There was a bend in the distal core 8 mm proximal to the tipball. The core was separated at the proximal end of the hypotube. There was some core visible in the separated hypotube. There was a kink in the hypotube 4 mm distal to the separation. There was corrosion on the tipball. There was no other damage noted to the guide wire. The guide wire tip was tugged on to verify that the core and shaping ribbon were intact. Product performing engineering reviewed the incident information and the analysis of the returned device. Reviewing the scanning electron microscopy (sem) result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was, therefore, subjected to forces that exceed the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, the junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the guide wire may have been bent although both the fracture site and the hypotube were heavily bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device although it was reported that there was no apparent resistance. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. The bend at the tip appears to be from the normal shaping process of the tip before use. The guidewire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. The lot history record was reviewed, and there were no non-conformities associated with this lot number. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot number combination. This very low-level failure mode is being monitored. Action may be taken based on future complaints. To insure this does not occur, mfg 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum specification requirement. This MDR is considered closed by the product performance group.